Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the aviva system. Around 10:00 a.m. On (B)(6) 2018, the patient received a blood glucose result of 34 mg/dl on his meter. Based on the meter result of 34 mg/dl, the patient treated himself with a can of soda. The patient went into a diabetic coma 30 minutes later and he was unconscious from too much sugar intake. His friend found him on the ground and he was unconscious for around 5 to 10 minutes. The paramedics were called and they arrived around 10:30 a.m. The patient's blood glucose result was 641 mg/dl on the paramedic's meter. He was not treated by the paramedics. The patient was transported to the hospital where his blood glucose result was also 641 mg/dl on the hospital's meter. The patient was treated with unknown medications via IV at the hospital. He was hospitalized from (B)(6) 2018 to (B)(6) 2018. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.